Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with scd controller. The customer states that on the evening of (B)(6) during the cleaning of the operating room post op, the 700 series scd controller started to smoke in close proximity to the where the power cord exits the controller. The customer states that the controller worked properly during the procedure and did not start smoking until after the patient was removed from the operating room. The unit was sent to a covidien service center where it was triage, during triage on (B)(6) 2015, there was evidence of burn damage on the power cord.

Manufacturer narrative:
Submit date: 02/01/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; the 700 series scd pump started to smoke in close proximity to where the power cord exits the pump. Therefore, this report will be based on information provided by the technical center. The 700 series scd pump was evaluated and the customer reported issue was confirmed; the exterior of the unit was inspected for damages and soot was found on the left side of the housing. The cause of the reported condition was due to the plug overheating. The common ground prong was found broken off and inside of the plug. One of the causes for the malfunction could be due to u3 (shunt regulator) being damaged this regulates temperature. Another contributing factor could have been from the plug arcing due to the ground prong being damaged. The power cord, usb pcba, and ps pcba were removed and scrapped to correct the reported issue. Unit passed all initial testing after failure analysis repair instructions were completed. The 700 series scd was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.